Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reported a hole in the cover of a light handle in an area of the plastic that seems thinner than in other areas. The customer further reports that the crack was noticed during use. There was no harm to the patient as a result of this issue.

Manufacturer narrative:
A device history record review could not be performed because the lot number provided by the customer is not a valid lot number. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A physical sample was not received, however two photos were received for evaluation. An analysis was performed on the two photos and the reported issue was confirmed. The handle of the lite glove appeared to be ripped. The split in the lite glove handle is caused by a pleat generated during the thermoforming process due to geometry of the product/ mold design. This pleat creates weakness on the neck of the handle. A formal corrective and preventative action was implemented for this reported issue. Awareness training was conducted to all personnel to ensure they are aware of the reported issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 3/12/2015. An investigation is currently underway. Upon completion, the results will be forwarded.